Manufacturer narrative:
Based on the information provided and the sample evaluation this complaint is confirmed for folded mesh with an unknown cause. Returned for evaluation was a 2" piece of explanted 3dmax mesh (a large 3dmax mesh measures 4" x 6"). The returned portion of mesh is found to be folded on itself with tissue ingrowth within the fold. As reported the patient developed a hernia recurrence, which is a known inherent risk of hernia repair surgery. It is unclear at this time what caused the mesh to fold over and how that correlates to the patient's hernia recurrence. As only a 2" portion of the mesh was returned for evaluation it is unclear whether the entire device was explanted during the (B)(6) 2018 procedure. A review of the manufacturing records was performed. No manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed. All process steps were completed per manufacturing and inspection procedures. Product passed all required inspections at both end product and subassembly levels. There was no rework or other manufacturing abnormalities that may have contributed to this complaint. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2016. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." No conclusions can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2016 the patient underwent laparoscopic inguinal hernia repair and was implanted with a davol 3dmax mesh. The mesh was fixated with a non davol secure strap device. As reported, one year post implant the patient developed a recurrent bulge and was diagnosed with a hernia recurrence. On (B)(6) 2018 the patient underwent an explant procedure in which the surgeon reports the 3dmax mesh was folded on itself. A new, unspecified mesh was placed to repair the defect.